Manufacturer narrative:
Follow-up # 1: date of submission 09/10/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the original complaint was not able to be duplicated. The display functioned appropriately and was not cracked. It was observed that the display lens was slightly cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.